Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states there was an arch when she was unplugging the charger cord from the outlet.